Event description:
The customer's blood glucose was unknown. It was reported that the customer received a failed battery test alarm. Troubleshooting was done. The customer removed the battery and cleaned the battery contacts. Customer stated that the contacts of the battery cap were not missing and that neither the battery compartment nor the spring was corroded. The customer inserted a new aaa battery and received the failed battery test alarm again. The customer was not clear in stating if they used a (B)(6) battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).